Event description:
A customer reported a flogard pump with an insert slide clamp alarm. It is unknown what process step this alarm occurred during. There was no patient involvement, and therefore no patient injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A review of the alarm log found evidence of the insert slide clamp alarm. A visual inspection noted that the slide clamp sensors were dirty. A functional test was performed by loading a set into the device, which noted the insert slide clamp alarm. The cause was determined to a dirty slide clamp sensor. The slide clamp sensor was cleaned to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.